Manufacturer narrative:
The system has no system/data logs that can be reviewed. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should the system be outside of the acceptable limits. The customer can also utilize the pattern paper test to confirm the system laser is providing the correct pattern/coverage. The customer performed the pattern paper test and sent it to product support for review. The review of the burn paper showed proper pattern/coverage. The fraxel user manual instructs the customer on how to effectively clean the tip to avoid contamination issues during treatment. Tip cleaning and care protocols are critical to optimizing tip lifetime. Treating through a contaminated tip may accelerate the degradation process and may result in poor clinical outcomes, including possible injury to the patient, and sub-optimal tip lifetimes. After treatment, the tip should be wiped with 70% alcohol (preps) and inspected for debris and other contamination. The tip should then be removed from the handpiece and inspected again. Any remaining debris should be removed. Care should be taken not to allow debris, cleaning materials, or other contaminants to fall into the mouth of the tip. If the tip was used with off-white plastic rollers, remove used rollers and replace with new set. The rollers used in the fraxel cool roller tip, are for single patient use only. Multiple patient uses may create the potential risk of cross contamination of biological agents from one patient to another. According to the fraxel user manual, infections are known possible response to fraxel treatment. A risk of infection exists whenever the skin is wounded. The possibility for infection exists even with non-ablative fractional laser devices such the fraxel 1550, fraxel 1927 or fraxel dual 1550/1927 laser systems. If observed, infection should be treated appropriately with topical and/or systemic medications. A review of the manufacturing records showed all requirements were met. Final manufacturing test verification specifications are acceptable. This complaint type is identified within the risk analysis and performing within anticipated rate. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Post market surveillance data shows the possibility of herpes post fraxel treatment are remote. Based on the available information, the potential for infections and viruses are known possible complications of fraxel treatment. No corrective action is required.

Event description:
A user facility reported that a patient experienced an outbreak of herpes five days post fraxel treatment to the face. The exact location of injury is the left hairline (cluster), a couple by the left eye and around the mouth. The nature of the injury is reported as red lesions with some being vesicular and some not, and a few lesions appearing to be broken open. No secondary intervention (ointments, medications, etc.) Was required to treat this event. It is reported that the patient''s current status is that they are healing and that it is too soon to tell if there will be any permanent damage or scarring. The patient had taken valtrex 1000mg bid 2 days prior to treatment. The patient does have rheumatoid arthritis and is on methotrexate. Obagi nuderm system plus tretinoin skin care was used prior to the treatment and discontinued 1 week prior to treatment. The patient''s sun exposure during healing and post healing is reported as none, and the skin type was recorded for the patient as fitz ii. Available patient photographs were reviewed by the medical reviewer, and it is noted that red lesions are visible on the side of the forehead in one picture and no specific lesion visible on the second picture. No other treatments (besides the one reported) were being performed in the same symptom area. The patient has not undergone any other treatments in the same symptom area within the past 90 days. The patient has had prior fraxel aesthetic treatments on this area, approximately 1 year ago, without any outbreaks. It is also reported that there was no overlapping of passes, and that no system errors occurred, nor was anything out of the ordinary noticed during treatment. This treatment tip was used three times prior to treatment. A burn paper test was performed prior to using the tip and the results of the burn paper test was normal.